Manufacturer narrative:
(B)(4). Catalog number 062941-002 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. Report indicated that there was intestinal edema noted on images. On (B)(6) 2018, patient underwent an endoscopy. It was reported that the internal retention plate was advanced to the duodenum and there was ulceration around the internal retention plate. The internal retention plate was returned to stomach via endoscopy. It was reported that, a few days ago after bath, the external fixation plate was removed and it was forgotten to place it back.